Event description:
The ge oec 9600 fluoroscopy system had the cross-arm brake not hold and orbital brake was difficult to move.

Manufacturer narrative:
A ge oec service representative investigated the issue and repaired the faulty cross-arm brake and orbital brake. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.